Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not eat a regular meal and blood glucose decreased below 40 mg/dl. Customer was given a peanut butter sandwich in the emergency room but could not recall all specific treatment. Customer left the emergency room two hours later with blood glucose at 141 mg/dl and feeling much better. Reportedly, customer did not have an active sensor session running; therefore, basal iq feature was not active at the time of the event.